Event description:
The affiliate reported: foreign matter was noted inside of the package before use. This product was not used at a surgery. There were no surgical delay and no adverse consequences to the patient caused by this incident.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the contact reported foreign matter was noted in the package before use. The product was not used for surgery. The malis tubing set was returned unopened and in the original packaging. The lot record was complete and no non-conformances were found. In reviewing the returned item, foreign matter was found in the outer barrier for the unopened package. The product was re-inspected and did not pass the visual and tappi inspection requirements. The exact root cause could not be determined. One potential root cause is the foreign matter may have come from the vendor, as the tubing set is a vendor supplied part. The operators were re-trained. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.